Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. There was found blood on the proximal conductor but only found the outer insulation was extrinsically damaged/cuts. Then using destructive analysis to perform visual inspection, the analyst was confirmed no anomalies were found. No conductor fracture in-vivo or insulation breach in-vivo was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance that qualified as undefined in unipolar and bipolar configuration. It was also reported that the ra lead testing exhibited noise and a fracture. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.